Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline prosthesis. Manufacturer report number: 1645337-2018-02610. (B)(4).

Event description:
On 4/13/2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with the accompanying information. A (B)(6) female patient had the breast prostheses explanted. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the devices indicate that they could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated devices, and as a result, this event will be conservatively reported to FDA. This report addresses breast prosthesis of manufacturer report number: 1645337-2018-02609.

Manufacturer narrative:
Device evaluation summary: on 4/13/2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with the accompanying information. A (B)(6) year-old female patient had the breast prostheses explanted. The devices could not be associated with an existing complaint. The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.4 cm was discovered within the crease on the anterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage or the origin of yellow material found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).